Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was explanted and replaced. The lead was damaged during explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. The lead is suspected of a fracture. There has been an increase in pacing impedance for approximately three months, and now levels are high and undefined. The lead has alerted for noise and lead integrity alert (lia). Insulation damage was noted. The lead is scheduled to be explanted and replaced. No further patient complications have been reported as a result of this event.